Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. It is reported that the patient has multiple health issues not related to the heart condition that contributed to the infection. Therefore, it was reported that the infection was not device-related. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported t hat a revision took place to remove a sternalock 360 system as a result of a sternal infection and the patient's condition. It is reported that the infection was not related to the implant.